Manufacturer narrative:
The valve was adjustable to and stable at all pressure-level settings. The valve was patient and passed siphon, reflux and leakage testing. It met all specifications for pressure-flow and preimplantation testing. The valve showed no signs of damage or occlusion. The conditions of the complaint were not observed in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was charging pressure-level settings and there was difficulty in getting a consistent reading.